Event description:
It was reported that during a laparoscopic gastric band revision procedure, the (B)(4) device was leaking pneumo consistently throughout the case. The (B)(4) was used as the camera port and used throughout the case. A second insufflator machine had to be used to maintain the flow. No adverse consequences reported.

Manufacturer narrative:
(B)(4). The analysis results found that the (B)(4) device was returned in good visual condition, the device was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.